Event description:
It was reported that since implant the patient's neurostimulator had not helped the pain he had in his lower back and hamstrings, where he wanted it. It was logged that the patient felt stimulation in his ankles, calves, and kneecaps. It was reported the patient never had therapeutic effect. It was noted stimulation was in the wrong location. It was logged that the patient had seen his health care provider and a manufacturer representative on (B)(6) and they had tried to adjust stimulation to help but they were unsuccessful. It was noted there was no difference in the patient's pain level whether stimulation was on or off. It was reported the patient had a pain episode while he was driving about 10 days prior to report in which the pain was so bad he "had to pull over in the car, shut the windows and scream until the pain eased up. It was reported the patient had anarachnoiditis: scar tissue on sciatic nerve. Additional information received reported that the patient ¿could not control¿ the implantable neurostimulator (ins). The patient stated they ¿lowered it to 2.05 on the left and right side and it jumped up to 2.45.¿ the patient also stated that it was ¿hitting the wrong area.¿ the patient stated that they felt it in the calf but the problems were bilateral lower back, hamstring and ankle. The patient stated that they could live with the ankle pain. The patient noted that the ins was on the front about three inches away from their belly button. The patient was asked when they noticed the issue and the patient stated ¿actually ¿ had to shut it off yesterday and forgot to put it on before going to bed.¿ the patient started to feel the stimulation in the calf about three or four weeks prior to (B)(6) 2014. The patient stated that program one was at 1.80v and was for the left foot. The patient noted that ¿in the other room it was 2.40.¿ it was further noted that program two was at 2.25v and was for the right leg. It was noted that ¿group a lying b.¿ it was further noted that adaptive stimulation was enabled. It was noted that while on the call the patient kept switching screens and moving. During the call the manufacturer representative talked at length trying to help the patient adjust stimulation and reviewed that the patient needed to remain in position for three minutes for the ins to ¿remember¿ a new position. The patient was on group a program 1 at 1.8v and upright. It was reviewed with the patient to hit the minus button and the patient stated that they ¿swear they hit the minus button and the screen said 2.15v.¿ the patient lowered it to 2.00 and stated that they could barely feel the stimulation. The patient then increased to 2.05v. After a bit the patient stated that the patient programmer screen went blank. The patient adjusted themselves to resync. The patient stated it showed group a program one at 2.20v and it was lying. It was noted that the patient resynced. The patient then lowered to 2.05v. The patient kept noting that they ¿felt nothing¿ in their right leg. The patient noted that when they went to program two they ¿lost the screen.¿ the patient resynched the patient programmer and reported it showed 2.05v and lying. The patient stated that they went to program two and it showed 2.40v and lying but they were sitting in a chair. The patient was redirected to the healthcare professional (hcp). The patient stated the hcp was 1.5 hours away.

Manufacturer narrative:
Concomitant products: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).